Event description:
The tip of the mini guidewire fractured during withdrawal from the vessel dilator. The tip segment and wire were removed upon withdrawal of the vessel dilator.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the mini guidewire was returned within a plastic bag. The guidewire exhibited a 1 mm stretched coil condition just proximal to the fracture area, approximately 4.4 cm proximal to the distal tip. A bend was also noted in the coils, .5 cm proximal to the fracture area. The fractured ribbon wire was protruding through the coils approx. 12.4 cm proximal to the distal tip. Microscopic examination: further evaluation using scanning electron microscopy (sem) on the fractured ribbon core wire and coilwire revealed evidence of a tensile overloading and a ductile fracture surface. The coilwire fracture, although it shows characteristics of torsional overloading (circular array). Was also believed to be caused by a tensile overload. It is possible that an initial attempt was made to withdraw the mini guidewire through the needle and the coilwire was partially cut. This action possibly bent and cut the coil on the bevel of the needle. Upon withdrawal of the guidewire through the vessel dilator, the coilwire fractured due to tensile overload, which contributed to the ribbon wire fracture as well. Since the sterile lot number was not provided for this sample, the production data could not be reviewed. The exact cause of the fractured mini guidewire could not be determined, but appears to be a user-related issue.